Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after n implant duration of approximately 9 years due to severe aortic stenosis, moderate aortic insufficiency and calcification. Also noted, there was a 5mm paravalvular defect approximately below the ostium of the left main coronary artery. Patient is reported as stable following the procedure.

Manufacturer narrative:
Xray. Device evaluation: customer report of stenosis could not be confirmed due to the condition of return. As received, all leaflets were cut from the valve and not returned with the device. Host tissue was minimal to moderate at the stent inflow. Commissure 1 wireform exposed. The xray demonstrated commissure 1 and 2 wireform distorted (possibly due to the explant procedure). Additional manufacturer narrative. Device evaluation was unable to confirm the reported issues; calcification and paravalvular leak. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth ... Etc). Unfortunately, the valve was returned to edwards in a state that made complete analysis not possible, and therefore, the root cause of this event could not be identified or evaluated. There is no information to suggest a device quality deficiency that may have cause or contributed to this event.

Manufacturer narrative:
The explanted device was just received by edwards; however, evaluation has not yet been started. Edwards evaluation results and conclusions will be reported once completed.